Event description:
It was reported on (B)(6)2010 that a pt who had received v.a.c. Therapy for a forearm wound experienced bleeding and subsequently expired. On (B)(6)2010, the treating surgeon stated that v.a.c. Therapy did not cause the exsanguination of the pt as the unit had shut off and there was a large clot over the wound. The treating surgeon stated that there was no problem or failure with the v.a.c. Dressing or application. The treating surgeon stated that the registrar who managed the case did not discontinue the dressing promptly to have the wound assessed which should have been done. It is unk whether use of v.a.c. Therapy may have contributed to this event. We are filing this report because a possible contribution due to use error cannot be entirely ruled out due to limited info provided. The treating surgeon has declined to provide additional info regarding the reported event.

Manufacturer narrative:
The treating surgeon stated that this was reported to kci as a suggestion for improvement to clinical guidelines. However, the v.a.c. Therapy clinical guidelines for (B)(6) state "precautions should be taken for pts with active bleeding." It also states "a rapid increase in bright, red blood in the tubing and/or canister requires immediate investigation and discontinuation of therapy until bleeding is controlled." There was no reported product malfunction. Device was not evaluated as no device info was provided by the treating surgeon and it was believed to have occurred in (B)(6) 2010.